Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. The customer's mother reported that the insulin pump kept beeping and vibrating then the screen went blank, new batteries didn't change the status of the blank display. The customer's mother was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display and audio/vibrate anomaly noted. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.